Manufacturer narrative:
Investigation included user education, troubleshooting, and review of device behavior regarding automated insulin reduction or suspension. Investigation of this case revealed that sensor readings were considered sufficiently accurate for trend monitoring and that the system was operating as designed to limit insulin during low glucose. It was concluded that the event was consistent with hypoglycemia of unclear cause and that continued monitoring and prompt treatment with fast carbohydrates were appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that a user experienced recurrent hypoglycemia after a factory reset while using the ilet with a dexcom g6, with fingerstick values of 47 mg/dl followed by readings in the 50¿60 mg/dl range, and concurrent ilet readings in the low 60s. Symptoms included no reported clinical manifestations. Outcomes included self-treatment with oral fast-acting carbohydrates per the rule of 15, recovery to 79 mg/dl on fingerstick during follow-up, and continued home monitoring without medical intervention.